Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. The device is still implanted. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed by a radiologist. The review identified that a single fluoroscopic image of the left hip demonstrate a left femoral intramedullary rod and gamma nail with two metallic fragments noted along the gamma nail at the end near the skin surface. Incomplete evaluation of the femoral fracture. Therefore, a fracture of the lag screw notches can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during an initial procedure the connector of znn nail was fractured, leaving a foreign body residue inside the patient. No plan to remove the pieces. Diligence is completed and no further information on the reported event has been provided.